Event description:
Customer reported receiving a no delivery alarm as well as a low battery alarm. Customer also mentioned having high and low blood glucose readings. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The no delivery alarm was noted to be resoled by an infusion set change. Displacement test was performed and passed. Customer mentioned going through a body scanner at the airport. Customer's blood glucose reading at the time of the call was 222 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.